Manufacturer narrative:
Common name and product code = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the flexor ansel guiding sheath(sheath) broke apart while being removed. The sheath was being used with another manufacturer¿s re-entry device(device) during an unspecified vascular procedure via a contralateral approach in the patient¿s leg. The physician found the device could not be removed from the sheath; therefore, an attempt was made to remove both the device and the sheath simultaneously when the sheath broke apart. The physician was able to remove the sheath completely using a snare device. It was reported the patient¿s vascular anatomy was tortuous and calcified and had been previously stented. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name/procode: dyb introducer, catheter. The voluntary event form received from the customer reported the common name and the procode of the device to be gcc dilator, catheter. However, based on the product information reported by the customer, the device was found to be associated with procode dyb upon review. Medical device: lot #: 8470843. Concomitant devices: outback elite cordis lot 17655483. Initial reporter also sent report to the FDA: yes (mw5076288). PMA/510(k) status: preamendment. Additional information was later received from the customer via the receipt of a voluntary event report. The procedure being performed was an angiogram. The export catheter had become stuck across the aortic bifurcation; it could not be manipulated back into the sheath. The short 8-french sheath which was placed was then exchanged for long 8-french sheath, and this could be tracked over the aortic bifurcation. The export catheter was then removed from the groin; it was during this time that the sheath separated in half and fractured. All pieces were retrieved, as previously reported. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
The information is unknown, unavailable, or unchanged. Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor high-flex ansel guiding sheath ((B)(4)) was returned with an inserted cordis outback elite re-entry catheter and an unknown wire guide. The sheath tubing was separated into two pieces. The separation occurred 35.5cm from the proximal fitting. The tubing was frayed at the separation site. The distal 5cm of the proximal tubing segment was flattened. Also, the proximal tubing segment contained accordion damage. The distal tubing segment measured 19.4cm. 1.7cm of coil exited from the proximal end of the distal tubing segment. Accordion damage is present 8.2cm from the distal end. The sheath tubing measured to be 54.9cm. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. It was noted that the patient had tortuous, calcified anatomy and had a previous leg stent. The device is supplied with IFU: t_intro_rev 2 which states the proper warnings, precautions, and instructions for use. Warnings: "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Precautions: "this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed." "The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." "When inserting, manipulating or withdrawing a device through an introducer always maintain introducer position." "Before removing or inserting devices through the introducer, aspirate through the side-arm of the valve to clear the introducer, then flush with heparinized saline." The possibility that the process/ technique used during the removal of the export catheter from the complaint device could have caused damage to the flexor sheath could not be ruled out. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.